Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, pelvic pain and menorrhagia. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: mirena, depo-provera, yaz and nuvaring. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced premature menopause ("hormonal changes describe: early menopause"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("hives,"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs.") And cystitis ("bladder or urinary problems changes:bladder infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and cystitis had resolved and the premature menopause, depression, anxiety, fibromyalgia, urticaria, migraine, headache, allergy to metals, dysmenorrhoea, fatigue, irritable bowel syndrome and back pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, cystitis, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, premature menopause, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of hysterosalpingogram (hsg): (B)(6) 2013. Patient received treatment for : pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: there are bilateral stents in the region of the fallopian tubes, consistent with essure placement, in apparently good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: pain , abnormal bleeding, vaginal discharge , bladder or urinary problems changes:bladder infection were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: mirena, depo-provera, yaz and nuvaring. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced premature menopause ("hormonal changes describe: early menopause"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("hives,"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs.") And cystitis ("bladder or urinary problems changes: bladder infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, premature menopause, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, urticaria, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, irritable bowel syndrome, cystitis and back pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, cystitis, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, premature menopause, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: there are bilateral stents in the region of the fallopian tubes, consistent with essure placement, in apparently good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. Reporters information updated. New event:hormonal changes describe: early menopause, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: hives, bladder or urinary problems or changes: bladder infection, migraines / headaches, nickel allergy, dysmenorrhea (cramping), pain: lower back pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition type: ibs were added. Event outcome all events were updated to not recovered. Medical history, lab data, historical drugs were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.